Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40-534 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg and a correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.